Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation and the customer's complaint was confirmed. A functional assessment was performed which confirmed that the rotations per minute (rpms) were low. This is due to normal use over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the hand piece device "had an air leak." The reported condition was discovered during surgery; however, no delays in surgery were reported. The reporter was unable to determine the date of the event. No injuries or medical interventions were reported. It was unknown if a spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.